Event description:
It was reported that right atrial lead exhibited intermittent loss of capture. The atrial output voltage was increased.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.